Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f94 alarm (configuration option settings checksum is not 0) was identified during functional testing. The cause of the alarm was due to the power supply damaged. The power supply was replaced in order to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had could not turn on. This occurred during set up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.